Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file submitted from the lvad. The log file contained approximately 13.5 days of data (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2021 from 9:10:51 to 9:10:59 due to a temporary loss of power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power to the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that there is no problem with the mpu. The account communicated that the reported event was due to non-trained nurse accidentally unplugging the mpu at the patient's home when attempting to unplug a feeding machine. It was reported that education regarding the mpu has been provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu was shipped to the customer on 14sep2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had no external power alarms while attached to mobile power unit (mpu), caused by mpu power being briefly interrupted. A non-trained nurse in home environment had tried to unplug the feeding machine and unplugged the mpu by mistake.